Event description:
Surgeon was using the basket to retrieve stone in ureter, extension of basket (not basket itself) was wrapped around stone and it broke. Surgeon retrieved the piece. Stone was large.what was the original intended procedure?cystoscopy, retrieval of ureteral calculi.device #1is this a laboratory device or laboratory test?no.